Event description:
It was reported that the power cord does not stay connected to the remote monitor. A new power cord was issued and this did not resolve the problem. A new monitor is being ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - the remote monitor was returned for analysis. Visual and functional analysis was completed and the customer comment was confirmed. The monitor's power connector was loose and/or detached.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the remote monitor was returned for analysis. Visual and functional analysis was completed and the customer comment was confirmed. The monitor's power connector was loose and/or detached.